Event description:
Follow up information identified the patient was recharging the ipg up to the surgery date and was recharging the ipg twice a day for one hour. In addition, the ipg was communicating with the external devices prior to surgical intervention.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall on his ipg and was experiencing overstimulation. The patient turned off the stimulation for awhile and when therapy was resumed the stimulation was turned down and he no longer experienced the sensation. The patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. The ipg was end of life. Therapy has resumed postoperatively.